Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet display presented illegible horizontal lines and the user could not view the screen after waking, consistent with a screen bezel/display malfunction on the insulin pump; troubleshooting and education were provided, and a replacement device was arranged while the user continued cgm monitoring with dexcom. Symptoms included no reported adverse clinical effects and no glycemic symptoms; the user¿s blood glucose was 140 mg/dl and not affected. Outcomes included continued use of cgm without interruption and no alerts or alarms from the pump reported at the time of the event. Investigation included customer service triage, verification of shipping and return logistics, guidance to shut down the device to avoid further alerts, and instruction that data would not transfer to the replacement. Investigation of this case revealed a hardware display failure involving the screen/bezel component with loss of visual output, with no evidence of therapy interruption or clinical harm. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure of the display assembly.